Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threads on inserter appear damaged and would not go into stem.

Manufacturer narrative:
Examination of the returned device confirms the complaint; both sets of threads are nicked and damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. The date code (B)(4) indicates the instrument was manufactured in june of 2002 and is over 14 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.